Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the physician felt that the lead was not being held properly in the header block at the time of implant. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.